Manufacturer narrative:
Unit function properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and all the operating current test were normal. Unit was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that her blood glucose was high due to her infusion set falling off. The patient's blood glucose was 596 mg/dl at the time of incident. The customer attempted to correct via insulin pump bolus but her next blood glucose reading exceeded 600 mg/dl. The customer took an injection and her blood glucose became 548 mg/dl. The customer administered another injection and by morning her blood glucose dropped to 376 mg/dl. The customer then changed her entire infusion set and resumed insulin pump therapy. Additionally, the customer mentioned that there was a missing piece to the top of her reservoir compartment. The insulin pump was not returned or replaced. The customer was sent a replacement infusion set and tape kit.